Event description:
Customer reported issues with a pump, the device had nicks and dings. There was no adverse impact to the customer¿s blood glucose level. The customer declined any follow-up, and no further action was required.